Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the teflon pad became bigger. It grew and then the metal jaw became loose. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.